Manufacturer narrative:
Product event summary: the waist pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the stitching on one battery pockets' belt loop was torn. Additionally, it was observed that he stitching around the controller pocket was also torn, and the belt's buckle was broken. As a result, the reported event was confirmed. The most likely root cause involving the damage observed on the waist pack can be attributed, but not limited to wear and/or to the handling of the pack. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The waist pack was returned to the manufacturer because it malfunctioned. The waist pack subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.